Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that a week prior during a routine follow up this implantable cardioverter defibrillator (ICD) exhibited a battery longevity of three months. A week later, the patient presented to the hospital as the device exhibited tones due to reaching end of service state. Subsequently, this device was explanted and successfully replaced. Other than the intervention no additional adverse patient effects were reported. This device is expected to be returned for analysis.